Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited low impedance and the lead insulation issue was suspected. The lead remains in use and will be replaced in the future. No patient complications have been reported as a result of this event.